Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflator¿s pressure skyrocketed from 10 mmhg to 30-35 mmhg and sounded a tube obstruction alarm. The issue occurred during a laparoscopic procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b5, d8, h3, h6, h7, h9, h11 the device was returned to olympus for inspection, and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, by detecting abnormal operation of the pressure sensor on the main printed circuit board, it is likely that the tube was temporarily clogged or over-pressurized. However, a root cause was not identified. Olympus will continue to monitor field performance for this device.

Event description:
There was an approximate 10 minute delay. The patient was under general anesthesia and intubated. The procedure was completed.